Event description:
Boston scientific crm received information that during the implant procedure of this right atrial lead the patient passed away. This information was received on paperwork from an unk source over seven months after death. There was no allegation against the lead performance and details regarding the lead involvement were not provided. The area boston scientific field representative was contacted and did not have any additional information regarding the patient's demise.

Manufacturer narrative:
Not returned. As of today, the lead has not been returned for analysis. If the product is returned or if additional information becomes available, this event will be updated.